Event description:
Unomedical reference number (B)(4). Event occurred in canada. On (B)(6) 2022, it was reported that the patient's infusion set's tubing had detached at the site from her body, as the pump had fallen off. Reportedly, the tubing length could get caught on an object, hence leading to the tubing length detaching form her body (tubing got caught on things). The site location was left side of the patient's abdomen and the pump was located on the same side. The infusion had been used for one and a half days. Moreover, the infusion sets were not stored or used in a place where they might have been exposed to extreme temperatures and humidity. Further, there was stress or pull on the tubing and the pump had dropped with the set connected to the patient's body. No further information available.